Manufacturer narrative:
Product ID 8709, lot# l62632, implanted: 1999 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that, in 2008, the patient was not getting consistent pain relief. They reportedly tried giving him ¿shots in the back¿ at that time. In terms of what other interventions occurred, the pump was then replaced and moved to a higher location in 2010 because of the lack of effect and because the health care provider (hcp) thought he was having pressure on one of his nerves or a nerve was being pinched by the pump placement. This had been causing him nerve pain. The replacement and movement, however, didn¿t resolve the lack of effect or the problems with the groin pain. The device system was used to deliver clonidine, bupivacaine and dilaudid.